Event description:
The maestro drill failed during an operative procedure. Reportedly, a loud pop was heard and the drill turned off. A second maestro drill was obtained and the operative procedure was completed.